Manufacturer narrative:
(B)(4). Film evaluation summary: the cause of the reported retrograde type a dissection occurring 4 hours post-implant could not be determined from the pre-implant films provided. Films during implant were not available for review, and the stent graft in-vivo configuration could not be assessed. Pre-implant films confirmed that the patient had a type b dissection that originated just caudal to the lsa and extended distally to the level of the right external iliac artery. The thoracic was minimally tortuous with little observed calcification. It is possible that the patient¿s pre-existing dissection may have contributed to the retrograde type a dissection, which then led to the occlusion of right coronary artery, resulting in a massive right ventricular infarct and patient death.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b dissection from the left subclavian artery extending distally to right external iliac artery. It was reported that approximately 4 hours post implant the patient¿s blood pressure dropped. An echocardiogram revealed that the patient had a type a retrograde dissection with occlusion of right coronary artery resulting in a massive right ventricular infarct. The patient expired. Per the physician, the causes of the event cannot be determined. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.